Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, no part of the device was broken. A visual examination of the returned device found that the stent was partially deployed and the outer sheath was kinked. During analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at 185 mm proximal to the distal tip, which is consistent with the kink in the outer sheath. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophageal stenting procedure to treat a tumor on (B)(6), 2011. According to the complainant, the stent failed to deploy as it 'snapped' halfway through the procedure. The procedure was successfully completed with another wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Preliminary investigation results revealed that the stent was fully mounted on the delivery system, but was partially deployed by approximately 85 mm. The handle did not detach, and there was no breakage. Therefore, based on preliminary investigation results that the stent was partially deployed, this event has been deemed reportable.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophageal stenting procedure to treat a tumor on (B)(6), 2011. According to the complainant, the stent failed to deploy as it 'snapped' halfway through the procedure. The procedure was successfully completed with another wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Preliminary investigation results revealed that the stent was fully mounted on the delivery system, but was partially deployed by approximately 85 mm. The handle did not detach, and there was no breakage. Therefore, based on preliminary investigation results that the stent was partially deployed, this event has been deemed reportable.